Event description:
It was reported that during an unknown procedure, the device had an overheating. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a defective motor. The motor/gearbox assembly was removed from the housing and the gearbox was removed from the motor. The motor has phase #2 shorted out. The complaint was confirmed and the root cause has been determined to be a defective motor. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing.